Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The mother reported that the piston in the insulin pump was not moving forward during the manual prime process. The caller stated that device alarmed no delivery again and prompted them to change the reservoir and infusion set. The customer's blood glucose was 41mg/dl. Troubleshooting was performed, and while attempting to perform the displacement test it was noticed that the reservoir was disconnected from the insulin pump. Advised the mother to discontinue the use of the device and revert to back up plan. No further information was provided.